Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbb1d4 ICD, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed that beginning (B)(6) 2014, the short interval count is (B)(4) which is likely due to right ventricular double counting of (B)(4) premature ventricular contractions per hour and (B)(4) premature ventricular runs per hour. Beginning (B)(6) 2014, capture threshold has risen to greater than 2.5 volts with the amplitude currently at 5 volts.

Event description:
It was reported that there was no sensing or capture when programmed to a certain vector. A lead integrity alert was also noted to be triggered for oversensing. The impedance was noted to be stable. The lead was noted to be dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.